Event description:
The customer reported 2 lv167 intermates which had broken luer lock molding areas where the tubing meets the luer lock. Both devices were filled with 250 ml of vancomycin (1.5g/250 normal saline) and the tubing to the device was still wound around the coiled cap. The customer stated the patient was not connected, and there was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Event description:
It was reported that during a laparoscopic nissen fundoplication procedure, the jaws on device were difficult to open and close. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of broken luer lock molding areas where the tubing meets the luer lock, and the root cause was determined to be damage during shipping. This device is a single use device and was discarded. Batch review determined that no nonconformance reports were documented for this lot during manufacturing.